Event description:
A consumer, with a 5 year history of esophageal ulcer, accidentally ingested 1 efferdent antibacterial denture cleanser tablet (potassium monopersulfate, na perborate monohydrate) in 12/00. No adverse event was noted after the ingestion. 10 days later, the consumer began feeling weak and confused. The consumer was taken to an emergency room. A cat scan, esophagogastroduodenoscopy and colonoscopy were performed which revealed a bleeding esophageal ulcer. The consumer was subsequently admitted for hospitalization and the consumer received a blood transfusion. Consumer's axid (nizatidine) therapy was changed to propulsid (cisapride) and the consumer was given iron and vitamin c. The consumer was discharged from the hospital in 1/01 and transferred to a rehabilitation center for therapy.